Event description:
It was reported the device was used during a bowel resection. It was reported the device was fired for the first firing and no staples were present in the tissue. The surgeon handsewed the anastomosis to complete the case. There was no consequence to the pt.